Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4) once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the dermatome produced a skewed cut. No harm or delay were reported. No other adverse events were reported.

Event description:
No additional information available.

Manufacturer narrative:
This complaint has been recorded under (B)(4). E1: phone number: (B)(6). Review of the most recent repair record identified no repairs related to the reported event. The reported cutting issue could not be replicated; no problem found. Unrelated repairs were performed. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.